Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 508 mg/dl. The cause of the elevated bg was unknown. Customer administered manual injections to address bg.